Event description:
The distributor reported that, there was stain on the dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 2 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4b05665 was manufactured 28/feb/2024, in bodolay line, with a total of (B)(6) market units (mkus). The complaints investigator performed a batch record review on 06/dec/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the mass preparation process performed in the mixer #3 & mixer #2 manufacturing lines. For this reason, a detailed batch record review was performed of the subassembly lot(s) manufactured in this line. The subassembly lots 4b02763, 4b00547, 4b03466, 4b02762, 4b05336, 4c00246, 4b06169 & 4c01141, order 1746197, 1745324, 1746195, 1744733, 1752542, 1750835, 1750834 & 1750836 respectively, material 1738335, was manufactured on 17/feb/2024, 07/feb/2024, 21/feb/2024, 22/feb/2024, 29/feb/2024, 02/mar/2024, 03/mar/2024 & 07/mar/2024 respectively, in the mixer #3 & mixer #2 manufacturing lines, with a total of (B)(6) eaches. The complaint investigator performed a batch record review on 24/nov/2022 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 06/dec/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4b05665 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and an an additional complaint was identified. Historical nonconformance review: on 06/dec/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 4b05665 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 3 defective parts confirmed to date from a lot size (B)(6) products. (B)(4). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.